Manufacturer narrative:
(B)(4).

Event description:
This lead was attempted but not implanted. Physician implanted an rv lead first, then while implanting this ra lead the patient went into vf. The physician decided to discard this ra lead and implant a single chamber pacemaker. The patient was intubated and taken to the ICU. The patient died later that day. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.